Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer has just purchased 16 test kts from 2 different cvs stores so this is an out of box issue. When the customer performed 5 kits from the same lot number (cov2020169 ) he got a faint t-line on each test. Customer performed 5 tests from different lot number (cov2020145 ) and got negative for his results. Both batches of test kits all had the control line show up on all 10 tests he performed. The customer had a pcr test performed as follow up and was negative for covid 19. The customer was upset that he had to purchase the 16 test kits to find out if he had covid 19 or not. The customer is requesting the 10 replacement test kits, because he had to use that many test to find out he was negative. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for an email response from acon labs regarding this matter. Customer provided a picture of 1 test kit form each lot number. The test cassette with the faint t-line in the picture is lot # cov2020169 exp 06/23/2023.

Manufacturer narrative:
Final product manufacture and qc record for cov2020169 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020169 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer has just purchased 16 test kts from 2 different cvs stores so this is an out of box issue. When the customer performed 5 kits from the same lot number (cov2020169 ) he got a faint t-line on each test. Customer performed 5 tests from different lot number (cov2020145 ) and got negative for his results. Both batches of test kits all had the control line show up on all 10 tests he performed. The customer had a pcr test performed as follow up and was negative for covid 19. The customer was upset that he had to purchase the 16 test kits to find out if he had covid 19 or not. The customer is requesting the 10 replacement test kits, because he had to use that many test to find out he was negative. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for an email response from acon labs regarding this matter. Customer provided a picture of 1 test kit form each lot number. The test cassette with the faint t-line in the picture is lot # cov2020169 exp 06/23/2023.